Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2001: the patient presented for treatment evaluation with complaint of back and left leg pain which dated back to an injury on (B)(6) 2001, where she lifted a heavy bag and twisted at the same time. She had immediate back pain. Impression: patient had a significant herniated disc at ls-s1. The pain down her leg and the back pain were coming from a protective spasm since there times when she was free of back pain. (B)(6) 2001: the patient was presented with pre-op diagnosis of herniated disc l5-s1. For which patient underwent microdiscectomy at l5-s1. There were no complications during surgery. (B)(6) 2001: the patient presented for a 3 week follow-up visit status post microdiscectomy. She had occasional back soreness and a dull ache that radiated down her leg. (B)(6) 2001: the patient presented for a 6 week follow-up visit status post microdiscectomy with a little left buttock ache. (B)(6) 2001: the patient presented for a 10 week follow-up visit status post microdiscectomy with a little residual backache but nothing else. (B)(6) 2002: the patient presented after 4 months status post microdiscectomy and complained of return of low back pain as well as pain radiating down the left leg in a similar s1 distribution. Impression: patient most likely has a small recurrent herniated disc versus just hypertrophic scar tissue. (B)(6) 2002: the patient presented for follow-up with a new MRI which revealed moderate enhancing scar tissue around the exiting nerve roots at l5-s 12. Impression: her pain was most likely just reactive from the scar. (B)(6) 2002: the patient presented with complaint of still having pain in the lumbar spine and pain that radiates down her leg. (B)(6) 2004: the patient presented with complaint of worsening back pain and radiating left leg pain. Impression: patient continues to significantly degenerate the level at 5-1. She had a small recurrent disc herniation in the past and this may be part of the problem. (B)(6) 2004: the patient presented for follow-up with her MRI, x-rays that demonstrated degenerative changes at l5-s1 with bone-on-bone contact and endplate sclerosis. MRI demonstrated severe degenerative change at ls-s1, collapse and modic type 1 and 2 endplate changes lateral recess narrowing with scar tissue at l5-s1 on the left which has been mostly dealt with via her previous decompression. She had lateral recess stenosis at l4-s on the left impinging upon her exiting ls nerve root. Impression: patient has symptomatic back and leg pain. (B)(6) 2004: the patient underwent retroperitoneal exposure and vascular immobilization for anterior lumbar body fusion when patient was presented with pre-op diagnosis of degenerative disc disease l4-l5, l5-s1 due to multiple recurrent herniated disc and degenerative disc disease. For which the patient underwent following procedures: anterior lumbar interbody fusion l4-l5, l5-s1, insertion of interbody device x2 vertigraft, posterior spinal fusion l4-s1 with pedicle screw instrumentation vsp titanium, depuy acromed, laminectomy for decompression l4-s1 and fusion with depuy acromed symphony allograft system, bone morphogenic protein and the local bone from the laminectomy. Per op notes, the transverse processes at l4-l5 and s1 as well as facet joint at l4-l5 and l5-s1 were decorticated with high-speed rotary bur. Bone graft and bone graft morphogenic protein were placed down into these areas and rod and sliding connectors were cut and contoured into lordosis. Ap and lateral projections demonstrated the implants with good alignment of lumbar lordosis. The patient tolerated the procedure well and no patient complications were noted. (B)(6) 2004: patient got discharged after undergoing anterior, posterior fusion l4-s1. Discharge diagnosis: degenerative disc disease, l4-s1.